Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found in specification in relation to the customer reported system error 345 which was not reproduced. A review of the event history log identified system error 345 messages which confirms the reported issue. A review of the upstream and downstream thermistor readings determined them to be in specification. No specific cause was identified and therefore the ultrasonic sensor was replaced per service procedure to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during testing in the biomed service department. There was no patient involvement. No additional information is available.